Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this atrial lead had fractured. The lead was abandoned and replaced. To date, there have been no additional adverse patient effects reported.